Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient had a fractured ulna distal to the implant. Implant was not affected. The ulna implant was removed and replaced with a longer stem to extend past the fracture site, to help stabilize the fracture. No reported failure of the prosthesis.